Event description:
It was reported a patient's right ventricular (rv) lead presented with elevated capture thresholds and intermittent under sensing. The lead was repositioned in a procedure on (B)(6) 2023. Post-procedure the patient was stable.